Manufacturer narrative:
Additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h6 type of investigation by adding code-3331. H11: corrected data: corrected h6 impact code by replacing code-4621 with code-4627. Corrected h6 investigation conclusions by replacing code-50 with code-4315.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial valve, implanted in the aortic position, was explanted after an implant duration of nine (9) years, one (1) month due to severe aortic stenosis. The aortic valve was replaced with a 25mm 11500a inspiris resilia aortic valve. The patient presented symptomatic nyha class iii symptoms.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 9 years, 11 months will undergo a valve-in-valve procedure due to severe stenosis. The patient presented with nyha class iii symptoms.